Event description:
It was reported that during an unknown procedure, at the beginning of the second firing, the surgeon felt the resistance was a little bigger than expected. The surgeon stopped firing. Opened the jaw, and it was found there were no staples in the cartridge. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: were there staples seen in the surgical field? No. What color cartridge was used on the first firing? Unk.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tr45g cartridge reload was received unfired and in good visual conditions. The returned reload was tested for functionality with a test ats45 device and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there staples seen in the surgical field? What color cartridge was used on the first firing? Were there staples seen in the surgical field? What color cartridge was used on the first firing?